Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endocatch was used to retrieve a specimen. As the specimen was retrieved using endocatch, endocatch wire and bag broke as the suture/wire was used to retrieve the bag out the patient&#39;s abdomen. Pieces of the endobag fell into the abdomen of the patient but were all retrieved. Product has not been re-sterilized prior to this incident. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch. No unanticipated or irreversible damage to vascular tissue, no reinforcement material.

Manufacturer narrative:
(B)(4).